Event description:
Boston scientific received information that this left ventricular lead was dislodged. A revision procedure took place. After an attempt to re-insert this lead as well as attempting to implant a new lead, the left ventricular port was plugged. This lead will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.